Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies followed by loss of lock. The pt was seen at center for device eval. External equipment was exchanged. However, the reported problem was not resolved. In october 2005 the pt was seen by a co rep for device eval. Testing performed confirmed that the device was functioning. However, a decision was made to explant the pt's device. Surgery to explant the pt's device has been scheduled.